Event description:
It was reported that the patient got three inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology and irregular v-to-v intervals. Technical services recommended some testing on the treadmill. The patient will be scheduled for a clinic visit. There were no additional adverse patient effects.